Event description:
Caller states a pt rec'd blood glucose result of 15 mmol/l obtained on the advantage sys. Caller states the cap of the vial for the test strips had been misplaced several days prior (per product labeling, it is advised to store test trips in original container with cap on, otherwise strips can get damp and may give a wrong result). The pt was treated with an unk amount of "ordinary insulin" by automatic syringe based on the result of 15 mmol/l. The pt reportedly experienced severe hypoglycemia with lab value of 0.89 mmol/l (timeframe between result of 15 mmol/l and hypoglycemia is not known; the lab had been drawn at 18:30 and reported to the caller at 10:15). Pt's insulin was stopped and "sugaring" was administered. Pt recovered. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in other country.